Manufacturer narrative:
The evaluation of complaint data for the product and likely cause architect tsh reagent lot 42074ud00 identified normal complaint activity and there are no trends for the product related to patient results. No customer returns were available for evaluation. Historical performance in the field of reagent lot using worldwide data through abbottlink was evaluated. The median population result for the lot is within established baselines and comparable with all other lots in the field and confirms no systemic issue for this lot. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. The performance of the likely cause lot was investigated by completing a review for non-conformances, potential non-conformances and deviations related to the likely cause lot. This review did not identify any non-conformances, potential non-conformances, or deviations. A review of labeling concluded that the issue is sufficiently addressed. Based on our investigation no systemic issue or product deficiency of the architect tsh reagent lot 42074ud00 was identified.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. Patient identifier sids: patient 1: (B)(6). Patient 2: (B)(6). Patient 3: (B)(6).

Event description:
The customer reported discrepant architect tsh results on three patients. Results provided: patient 1: (B)(6) 2023, sid (B)(6)= 6.13 uiu/ml. New sample (B)(6) 2023, sid (B)(6)= 1.86 uiu/ml. Patient 2: (B)(6) 2023, sid (B)(6)= 9.32 uiu/ml. (B)(6) 2023, sid (B)(6)= 4.32 uiu/ml. Patient 3: (B)(6) 2023, sid (B)(6)= 0.095 uiu/ml. (B)(6) 2023, sid (B)(6)= 0.09 uiu/ml. (B)(6) 2023, sid (B)(6)= 0.41 uiu/ml. Patient 3 samples were sent to an alternate laboratory; the three sids were processed and generated the following results on (B)(6) 2023: sid (B)(6)= 0.09 uiu/ml. Sid (B)(6)= 0.09 uiu/ml. Sid (B)(6)= 0.41 uiu/ml. All the results were reported out of the laboratory. It is unknown which results are correct. No impact to patient management was reported.